Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia following a supply change, with elevated blood glucose noted and the caregiver suspecting an insulin uptake issue due to significant remaining insulin in the cartridge. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia after a full supply change and return of blood glucose to normal the same day. Investigation included troubleshooting with guided supply replacement and confirmation by fingerstick that glucose trends improved after the intervention. Investigation of this case revealed that the issue was consistent with infusion or supply pathway interruption that resolved with a complete supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.